Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm and had button issues. Customer¿s current blood glucose was unknown. Customer stated that all the buttons he will press was not responding and has to press it harder to get it to respond. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.